Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what products were used in addition to the surgiflo? No other hemostatic products were used. What product did the surgeon attribute the dehiscence too? He did not attribute the dehiscence to surgiflo. Did they irrigate the surgiflo during the initial procedure? They did not irrigate it all out. The following information was requested, but unavailable: how much surgiflo was used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d1. Brand name. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a submandibular cyst resection procedure on an unknown date and absorbable hemostat was used. During a follow-up the patient had the wound dehisced and there was a "black sandy goo" coming from the wound that the surgeon claims to be the absorbable hemostat following a neck incision procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - what is the name of the procedure? Submandibular cyst resection - for what indication was surgilfo used? Bleeding control - was surgiflo removed or left? Left - what is the current condition of the patient? Stable - was the patient re-operated? No - was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? Irrigated it out - what was the treatment for the wound dehisced? Resutured the wound - was there any delay in the procedure as a result of this event? If so, how long? No, this was post procedure - was there any patient consequence? Additional intervention, but patient is fine - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? He thinks the "black sandy goo" was the surgiflo he left in the wound the following information was requested, but unavailable: - what was the date of the procedure? - what was the indication for surgery (neck?) ? - how much surgiflo was used? - what is the batch number? - what was used to complete the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.